Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic visco surgical device was used in a procedure and the patient was experienced with bullous keratopathy. There was no procedure and current patient condition reported.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by the manufacturer. No product returned for evaluation. As no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. As no product is returned, the complaint could not be verified and therefore no action is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).